Manufacturer narrative:
The insulin pump had moisture damage on the motor. Device was received with cracked reservoir tube lip, severely scratched display window, cracked battery tube threads, missing end cap sticker and scratched reservoir tube window. No moisture damage on the electronic stack, battery tube and vibrator assembly.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the insulin pump has moisture damage. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.